Manufacturer narrative:
This report is submitted on february 20, 2024.

Event description:
It was reported that the patient's cp1150 home charger melted. A new replacement charger was sent to the patient. No serious injury was reported.